Manufacturer narrative:
Please note model #/lot # is unknown. Please note the lot number is unknown. The product remains implanted and is thus not available for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant an optease retrievable inferior vena cava (ivc) filter for the treatment for a deep vein thrombosis (dvt), occlusive thrombus in the left common femoral vein and pulmonary embolus. According to medical records. This patient has a history of prior dvt, factor v deficiency and is currently on coumadin therapy. The device was successfully implanted into the infrarenal portion of the ivc. The device in the patient was positively identified by medical records. As of the present, the patient is still implanted with the device, which is known to be dangerous and cause serious side effects. As the result of the optease filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside her body. Per the patient profile form (ppf), the patient is suffering from blood clots, clotting and / or occlusion of the ivc. The device is unable to be retrieved, and other failure modes to be determined by future scans. The patient also reports suffering of mental anguish. There are no retrieval attempts reported. The filter remains implanted; thus, unavailable for analysis.

Manufacturer narrative:
Complaint conclusion: as reported by the legal brief, the patient underwent implantation an optease retrievable inferior vena cava (ivc) filter for the treatment for a deep vein thrombosis (dvt), occlusive thrombus in the left common femoral vein and pulmonary embolus. According to medical records, this patient has a history of prior dvt, factor v deficiency and is currently on coumadin therapy. The device was successfully implanted into the infrarenal portion of the ivc. The device in the patient was positively identified by medical records. As of the present, the patient is still implanted with the device, which is known to be dangerous and cause serious side effects. Per the patient profile form (ppf), the patient is suffering from blood clots, clotting and / or occlusion of the ivc. The device is unable to be retrieved, and other failure modes to be determined by future scans. The patient also reports suffering of mental anguish. There are no retrieval attempts reported. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.